Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as an cook celect filter. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "there were leg fractures of the device. They were able to retrieve the main body; however 2 of the legs were left in the patient." Per dm, the device was placed in 2009. It's a celect filter. Patient outcome: at this time, the patient have not required additional procedures due to this occurence but patient may have follow up procedures. No adverse effects to the patient due to this occurrence have been reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: imaging from filter retrieval, ie approx. 21 months after placement, demonstrate a celect filter placed in the ivc with no significant tilt. There are at least three grade 3 interactions present with 2 legs interacting with the aorta and the third interacting with the vertebral body. There are also at least two other grade 2 interactions present, which could also represent grade 3 interactions on different levels of the CT scan. Furthermore, two of the primary filter legs are fractured. One of the primary filter legs is displaced from the ivc and pericaval region. There are no inflammatory changes in the pericaval region or adjacent to this fractured and displaced filter fragment. The fluoroscopic images confirmed an additional fracture of one of the other 3 remaining primary filter legs. This fracture fragment is located immediately adjacent to the filter and potentially represents the leg extending along the anterior cortex of the vertebral body on the CT scan. There is no discussion of the patient¿s symptoms and the filter was successfully retrieved. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.